Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. There was not raised any other customer complaint against the reported lot number.

Event description:
It was stated in the report that on (B)(6) 2025, when the nurse was performing a tracheotomy on the patient, she found that the cuff at the front of the tracheostomy tube was leaking air and replaced it immediately.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.